Event description:
Hospital ICU personnel responded to a patient in cardiac arrest. According to the reporter, the device would not complete a charge when the charge button was pressed. A backup device was immediately called for and used and the patient was resuscitated.